Event description:
Covidien ligasure maryland jaw laparoscopic sealer/dividers (x 2 devices) were not adequately sealing the patient's tissue. The covidien generator was also exchanged with the same result still being noted.